Manufacturer narrative:
Device was used for treatment, not diagnosis. A service and repair evaluation was performed for the received device. The customer reported cable tensioner was not holding tension. The repair technician reported the item was worn out. ¿worn out parts¿ is the reason for repair. The cause of the issue is unknown. The service and repair evaluation confirmed the complaint condition. The device was sent to the vendor for repair on (B)(6) 2016. The vendor was unable to repair the device. The item failed synthes final inspection on (B)(6) 2016 and was returned to synthes customer quality for additional investigation. The results of the investigation are pending completion. Clarification to initial medwatch #(B)(4) statement regarding date of manufacture/release to warehouse date. The correct date is (B)(6) 2013, as was populated in the initial report, not (B)(6) 2013. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
This device was used for treatment, not diagnosis. (B)(4). Device is an instrument and is not implanted/explanted. No service history review can be performed as part number 03.221.015 with lot number(s) p163824 is a lot/batch controlled item. The manufacture date of this item is 23-oct-2013. The source of the manufacture date is the release to warehouse date. The service history review is unconfirmed. The review of the device history record(s) showed that there were no issues during the manufacture of this product that would contribute to this complaint condition. A nonconformance was issued for (B)(4) packages had holes in them. The cause of the issue was the cam shaft going through the package tubing causing holes in package material. All (B)(4) packages were reworked to specifications. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that a cable tensioner with a pistol grip did not hold tension. On (B)(6) 2016, a patient underwent an open reduction internal fixation (orif) for a femur fracture. During the procedure, the tensioner was slipping and not holding tension. There was a less than five (5) minute delay to obtain an alternate tensioner. The procedure was successfully completed and the patient outcome is stable. This report is 1 of 1 for (B)(4).

Manufacturer narrative:
Subject device has been received and is currently in the evaluation process. Investigation is ongoing; no conclusion could be drawn as product is entering the complaint system. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
A manufacturing evaluation was completed: it was reported that a cable tensioner with pistol grip did not hold tension and failed service and repair evaluation. Synthes internal tensioner, batch number p163824, passed functional inspections. A device history record review was conducted and found that the device met manufacturing specifications prior to shipping. The manufacture date of this device is october 2013. No manufacturing related issue was identified and/or confirmed. It was observed that this synthes tensioner initially failed its repair report on (B)(6) 2016. However, further inspections determined that the device passes inspection and meets print specifications. A product investigation was completed: a device history record (DHR) review, supplier evaluation (including functional testing), complaint history review, and risk assessment review were performed as part of this investigation. The complaint condition is unconfirmed and a root cause could not be determined as the device passed functional inspections during the supplier evaluation. During the investigation no product issues were observed by the supplier. The returned part was determined to be suitable for the intended use when employed and maintained as recommended and the risk assessment was found to adequately address the complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.